Event description:
The customer reported that there was a ccd error message that displayed on the system. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the ipc1000 and calibrated the system. The system operates as intended.